Manufacturer narrative:
The investigation conducted by the field service engineer determined that the vision issue experienced by the customer was associated with the video digitizer. The digitizer converts the analog video images recorded by the camera into a digital format so that it can be transmitted over the fiber-optic cable and combined with other images (such as the user interface icons and text or an auxilliary image from an ultrasound or other source). The system was repaired by replacing the video digitizer. The digitizer was returned and evaluated. Failure analysis investigation was performed and engineering was unable to replicate the reported failure mode. As of december 20, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s nephrectomy procedure, vision was lost on the touchscreen and slave monitors when a surgical staff member tripped over the power cord connected to the vision cart. With the assistance of an intuitive surgical technical support engineer, the site attempted to troubleshoot the issue by verifying that the power cords were fully seated and then power cycling the vision cart multiple times. These actions were unable to resolve the issue and the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.